Manufacturer narrative:
(B)(4). Actual device not evaluated. Process evaluation performed. No ncrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. No results available since no evaluation performed. During follow-up communication with the healthcare facility, itc recommended the use of act-lr assay rather than the act+ assay. Based on healthcare facility's average weight of many of their adult patients, the use of act+ in the cath lab may not have the sensitivity necessary for all of their patient population. In addition, itc recommended reduced time of sampling handling between heparin administration and act testing to improve technique.

Event description:
Healthcare professional reports lower than expected act+ results with the hemochron signature elite microcoagulation system during a cardiac catheterization procedure. The patient's therapeutic range was 250-350 seconds. During the procedure after patient was administered heparin, the elite instrument generated act+ result of 196 seconds, which was lower than expected by the medical staff and lower than the patient's therapeutic range. A second elite instrument was used for side-by-side comparison testing. The initial elite instrument generated an act+ result of 518 seconds, and the result with the second elite instrument was 718 seconds. The following tests generated 196 seconds on the initial elite instrument, and 660 seconds on the second elite instrument. The results on the initial elite were lower than expected. Patient management was based on results generated on the second elite instrument. No adverse events reported